Manufacturer narrative:
The reported event occurred on a cobas 8000 core unit analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv duo assay performed within specifications. A review of the data confirmed that the pc levels for hivag and ahiv were within the specified ranges. The repeatedly reactive results were confirmed to be false reactive in the hivag module, as additional testing, including hiv rna testing, yielded negative results. No reagent issue was identified. The root cause was attributed to a false reactive result in the hivag module. The customer was advised to follow the confirmatory testing recommendations.

Event description:
The initial reporter alleged repeatedly reactive results for one patient sample tested with the hiv duo elecsys e2g 300 assay on a cobas 8000 core unit. On (B)(6) 2024, a sample (B)(6) was tested using the elecsys hiv duo assay and generated a reactive result of 113 coi. Subresults included hivag 113 coi and ahiv 0.0928 coi. A second sample (B)(6), collected on (B)(6) 2024, was also tested on (B)(6) 2024 using the elecsys hiv duo assay and generated a reactive result of 107 coi. Subresults included hivag 107 coi and ahiv 0.0978 coi. Additional testing of the second sample included hiv rna testing, which was negative, and testing on a mindray analyzer using an hiv antigen-antibody combination assay, which was also negative.